Manufacturer narrative:
(B)(4). The customer reported that the etco2 port was pushed in. There was no report of negative pt impact. The device was evaluated by a philips field service engineer. The symptom was confirmed and the etco2 port was reseated. The device passed testing and was returned to service.

Event description:
The customer reported that the etco2 port was pushed in. There was no report of negative pt impact.